Event description:
Upon exposure it showed some "black tar" around the head taper function. Upon further examination the trunnion has slightly worn flat portion on the superior aspect of the taper. Dr (B)(6) elected to revise the stem. He performed a trochanteric osteotome and removed the stem. Restoration modular was used to replace and the liner was revised. The old liner showed no wear but had some oxidation. He revised the liner as well.

Manufacturer narrative:
The patient is (B)(6) inches in height. An event regarding dislocation involving a crossfire liner was reported. The event was not confirmed. Method and results: device evaluation and results: a visual, functional and dimensional inspection could not be performed as the device was not returned. Medical records received and evaluation: a review of the provided information by a clinical consultant could not confirm the event nor determine a root cause. Device history review: all devices in the reported lot were manufactured and accepted into final stock with no reported discrepancies. Complaint history review: there have been no other events for the reported lot. Conclusions: the exact cause of the event could not be determined because insufficient information was provided. Further information such as return of device, pre- and post-op xrays, patient history, histopathology report and follow-up notes are needed to investigate this event further.

Event description:
Upon exposure it showed some " black tar" around the head taper function. Upon further examination, the trunnion has slightly worn flat portion on the superior aspect of the taper. Dr (B)(6). Elected to revise the stem. He performed a trochanteric osteotome and removed the stem. Restoration modular was used to replace and the liner was revised. The old liner showed no wear but had some oxidation. He revised the liner as well.

Manufacturer narrative:
An evaluation of the device cannot be performed as the device was not returned to the manufacturer. Additional information was requested and if it becomes available, the evaluation summary will be submitted in a supplemental report. Device not returned to manufacturer.